Manufacturer narrative:
The affected set has been received and the investigation is pending. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported that the set which was being used for a dilaudid infusion cracked. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the female luer cracked was confirmed. Visual inspection observed that the female luer had a vertical hair line crack measuring 0.353 inches long. The crack was observed to be on the opposite side as the injection gate. The female luer was inspected under magnification; no stress marks were observed.functional testing was performed; a leak was observed coming from the crack on the female luer of the pca set.the root cause of the leak was identified as a crack. The cause of the crack was not identified.